Event description:
An employee had a reaction to the derma prene iso touch glove and was sent to employee health. Customer was given two different creams to use on her hands and lower arms. No lab work or allergy testing performed. A prescription was given for cotton liners.

Manufacturer narrative:
(B)(4) - ansell healthcare products, llc is submitting the report on behalf of the applicable manufacturer listed in...